Manufacturer narrative:
(B)(4).

Event description:
At the first pump refill in (B)(6) 2015, the expected volume was 5cc and the actual volume was 28cc. The doctor was informed and the home health nurse was told to refill the pump. The pump was refilled again 3 weeks prior to this report and they got back a lot more than expected on aspiration; the specific volumes were not known by this reporter. They were considering bringing the patient in for x-rays. The home health nurse stated that the patient had flu-like symptoms. It was later reported that on (B)(6) 2015 a dye study was performed. The radiologist also took pictures of the pump and the entire length of catheter. Everything appeared to be connected. The tip was visualized at t9; no migration confirmed. The physician appeared to access the cap (catheter access port) properly. The physician was only able to get back about 1-2 drops; not the full 1-2mls. A roller study was done and the rollers moved properly; before and after pictures were taken. They were suspecting an obstruction in the catheter. The patient was going to follow up with the physician to schedule a catheter revision.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015 additional information was received from a consumer. A representative checked the device and saw the x-rays that there was some type of discrepancy "only getting 12". The patient was "supposed to getting 25 ml however she wasn't sure of the interval".

Event description:
On 2015-11-09 additional information was received from a healthcare provider (hcp) regarding a patient who was receiving infumorph 25 mg/ml; 3.465 mg/day via an implantable pump for non-malignant pain. The start date was (B)(6) 2015 and the end date was (B)(6) 2015. Medications the patient was taking at the time of the event include calcium +vitamin d, vitamin d3, reclast, vitamin b12, oxycodone / apap. Medical history was hammertoe (both feet, multiple toes) osteoporosis, dry eye (bilateral post cataract surgery), chronic back pain, tachycardia, an allergy to adhesive and no known drug allergies. Surgical history includes hysterectomy, hammertoe repair bilateral feet multi toes, lap cholecystectomy, c section classic x 3 tonsillectomy, back surgery x3, cataract removal bilateral, appendectomy, gastric bypass mason shunt, foot surgery 5th toe arthroplasty flexor tenotomy 4th toe capsulotomy. Current medication were calcium citrate-vitamin d2 cholecalciferol (vitamin d3), clindamycin (cleocin) fevit b compb12 liver proc(iron b12 vitamins), hydrocodone acetaminophen 5-325, propylene glycol/peg 400, zoledronic acid in mannitol and water (reclast), on (B)(6) 2015 the tubing was replaced on the infusion pump for her back pain. The patient had an incision right side of the abdomen at level of umbilicus and midline incision lower back. The staples and sutures were removed on (B)(6) 2015.

Manufacturer narrative:
Concomitant products: product ID: 8711, lot# j11019r48, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
The expected residual volume was 28 ml; the actual residual volume was 4.6 ml. A dye/rotor study was planned for some time during the next two weeks. The patient experienced pain related to the event. The patient status was reported as ¿alive-no injury¿. The device system was delivering morphine. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the healthcare provider reported the patient¿s history included chronic back pain and the pump was used to deliver morphine 25mg/ml at 9.745mg/day. The cause of the event was a catheter issue. Per the catheter study the catheter appeared occluded. The catheter study was done under fluoroscopy to check for occlusion or obstruction, and a rotor study. The physician reviewed the test results and the patient¿s catheter seemed to be occluded and recommended a catheter revision. The catheter was explanted on (B)(6) 2015. The patient recovered without permanent impairment.